Manufacturer narrative:
Lot # 794300; expiration date: 11/24/11. Device manufacture date: 11/24/10. Device evaluation: the device balloon was inflated with colored water and visually there is a very small pinhole leak in the balloon. Manufacturer can not determine when the pinhole was formed in the balloon. Water was introduced into the pressure and infusion lumens and the water flows from where it should. The entire device was visually inspected and there are no other defects. These devices are visually and functionally tested 100% prior to packaging. Controls are in place per the mpi which would have detected a leak like this. Unable to determine root case. This is an isolated incident therefore no corrective action will be implemented at this time. However, trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that while the patient was on bypass and the heart was arrested they noticed that the balloon had a small leak. It was a small pinhole. They took it out and put a new one in. The balloon was ok during prep. No patient injuries.